Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had compromised force sensor system alarm. It was reported that the drive support was loose. No further information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump was received with a broken battery tube thread, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, and minor scratches on the display window.